Event description:
It was reported that on (B)(6) 2023, the 12.0mm suprapatellar outer protection sleeve disengaged from the handle at some point in the procedure. When the insertion handle was disconnected from the nail at the end of the case, it was discovered that the sleeve hadn't come out and was stuck. It was discovered that when the sleeve disengaged, it migrated south over the proximal portion of the nail. Three of the proximal screws were inserted through the sleeve & nail. The screws were backed out and the sleeve was removed, and then the screws reinserted. Procedure was completed successfully without any surgical delay. No patient consequences. This report is for one (1) unk - screws: nail proximal locking. This is report 3 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - screws: nail proximal locking/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint has been reviewed, and the unk screw: nail proximal locking was found to be not reportable. Upon receipt of additional information, it was noted that there was no allegation against the screws.